Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, an increase in capture threshold was observed as well as a decrease in sensing. It was determined that a microdislodgement had occurred. The patient was asymptomatic. It was noted that the patient's anatomy had caused implant difficulties and that the dislodgement was likely caused by a lack of slack in the lead. The lead was successfully revised.